Manufacturer narrative:
On 9-nov-2015, a wheelchair was shipped by motion concepts to mobility professionals. During the review of this complaint, it was noted that the alleged malfunction involves additional component (asl fiber optics component) that was not supplied or installed by motion concepts. After reviewing our production records, it appears that the asl fiber optics was installed by the dealer after the chair was delivered. The end user has reported service repairs on asl fiber optic switch in the past with the dealer and the manufacturer of asl fiber optic has been involved in repairing the asl fiber optics. The "chair drove by itself" malfunction cannot be caused by the motion concepts seating system electronics as it is not part of the drive system control.

Event description:
On (B)(6) 2017, motion concepts was notified by (B)(4) (motion concepts importer) that one of their dealer ((B)(6)) reported the following incident: "the rehab rep charles summers was made aware the consumer was in the kitchen of her home and the chair allegedly drove by itself and ran into the cabinet. The consumer fell out of the chair and hurt her foot. The consumer did seek emergency medical attention and is in the emergency room getting x-rays. Charles states the end user did break her leg from the injury. The rep states the consumer is driving the chair using fiber optics from asl. End user stated that her medical condition causes extreme weakness in her fingers so it is very difficult for her to push the fiber optic switch and with the programming it is on she may be holding it down too long. The rehab rep states they put a new fiber optic box and re-routed the fiber optic cables. They cleaned the fiber optic sensors on the end of the cable as well. Asl did send them an additional component to the fiber optics which was received today and installed which occurred before she was injured. The provider has replaced the fiber optic cables in the past. The rehab rep had no additional information and no return will be done at this time. The caller states that when the chair allegedly drove by itself the end user was at a concert where she ran the chair into a crowd of people and into a wall. The caller asked the provider if anyone got hurt or there was damage to the wall that the end user ran into. The provider responded that the end user states no one was claiming injury or the need to seek medical attention. The caller did state the fire department and police department stayed with the end user to help make sure she was ok."